Event description:
It was reported the catheter was being placed into the right internal jugular of a female pt in the emergency dept. At the time of the event they were using the dilator and guide wire. When they were removing the guide wire, it frayed and the inner core wire came out of the skin incision and the outer coiled portion appeared to be tethered. The physician stated when the guide wire frayed upon initial extraction, he had the outer coiled portion clamped at the skin incision site with a kelly clamp in an attempt to send the pt to CT scan and ascertain the outer coil's position. Upon removing the sterile drape, the outer coil snapped off at the skin right below the kelly clamp point. The position of the outer coil was seen on CT scan to extended down to the pt's inferior vena cave filter. The pt was sent to the ICU in a cervical collar and cardiovascular surgeon eval for extraction of the remaining portion of the guide wire. F/u info from risk mgmt states the retained wire was removed from the pt the following day by an interventional radiologist without complications. The pt did well post procedure.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.